Manufacturer narrative:
The failure investigation has been completed and the battery issue could not be confirmed. In addition, an occlusion alarm was observed in the history. The device passed functional testing but it was determined this alarm could have contributed to the reported elevated blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to charge the pump despite the attempt of multiple usb cables and power sources. Reportedly the customer will continue to use the pump until the replacement pump is received. In addition, the customer has been experiencing elevated blood glucose (bg) levels for the past 3 days of over 600 (mg/dl) with moderate ketones. Correction boluses were used to address bg level. The customer stated the suspected cause of the elevated bg level was that they are sick. System check with tandem technical support indicated the pump was performing as intended. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.